Manufacturer narrative:
(B)(4).batch # t5dx08. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with two reloads present. The reload (c) was received partially fired 2/3 with the cartridge deck damaged. The reload (d) was received partially fired 1/2 with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, an unexpected sound was heard at the first firing, and the knife stopped at the 2nd firing. Then, the battery of the first device was replaced, and the battery of the 2nd device was loaded on the first device. The knife reverse switch was used, and a weak motor sound was heard but the device stopped. The manual override lever had a difficulty in moving. The surgeon tried to move the manual override lever forcibly, and the jaws opened half. The device was removed from the patient. Gst60w was used at the first firing, and it was found that the gst60w was damaged after the first firing. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.